Event description:
Reporter indicated a vns therapy handheld programming computer was having problems completing interrogations on two separate pts. The data received light on the wand is on and the screen one he handheld completes the interrogation, however, an sql message is received. A hard reset did not resolve the issue. The physician only has the one programming handheld; therefore, accidentally insertion of a different flashcard is not believed to be the cause of the event to date. The handheld has been returned to the manufacturer and pending analysis.